Event description:
It was reported that a patient underwent a gynecological procedure in 2009 and mesh was used. The patient experienced vaginal discharge, pain, bleeding during intercourse, and erosion. On (B)(6) 2012, the patient underwent surgery for the excision of the eroded mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.